Event description:
It is reported that there was a failed controlled collapse of a helix blade. The helix blade was reported to be bent. The revision surgery was scheduled for (B)(6) 2014, approximately two weeks after the original surgery and the damaged implant was successfully removed. The whole assembly consisting of a helix blade, locking compression plate and three cortex screws was replaced with new implants. The revision surgery was successfully completed. The patient status was reported as ok. No delay in the surgical time has been reported. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.